Manufacturer narrative:
The report of high impedance was not confirmed. Analysis of the device found it had declared eri, had normal battery depletion and passed all functional testing on the automated test equipment (ate), which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation.

Event description:
Related manufacturer reference number:1627487-2023-05930,1627487-2023-05931. It was reported the patient's leads had high impedances. Surgical intervention was undertaken wherein the ipg and extensions were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number:(B)(6).